Event description:
It was reported that the subject required additional intervention. On (B)(6) 2025, the subject underwent an angiographic mapping procedure in preparation for future therasphere treatment. During the procedure, a 2f truselect was used for the left hemigland. Following the mapping procedure, the subject was noted to have hematuria. As a result, a foley catheter was left in the patient overnight. On (B)(6) 2025, the foley catheter was removed and the event was resolved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the truselect device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.